Event description:
Dialysis machine alarmed blood leak. Initial check for blood leak was negative, however, machine contributed to alarm and subsequent check (hemestix) was positive for blood. Set up was pulled and new set up initiated. No blood from faulty dialyzer was returned to pt.